Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in the shock lead impedance and this value is high, out of range. Commanded shocks have been delivered to determine real impedance. The field representative was going to discuss with the physician to determine what corrective actions were to be taken. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in the shock lead impedance and this value is high, out of range. The patient was sedated and a commanded shock was delivered to determine real impedance. Lead integrity was intact. The patient recovered and was released same day. Lead is being monitored with normal follow up. The field representative was going to discuss with the physician to determine what corrective actions were to be taken but no additional information was received at the follow up with the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes h6 and e1 fields. This investigation will be updated should further pertinent information be provided.